Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to reproduce any error. The user has reportedly been clearing the error codes making it difficult for the stm to verify any error. The stm reported that all calibrations ran without errors and recommended to the user not to clear error codes going forward. The stm then completed full calibration, functional testing and safety checks to factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to the customer for clinical use.

Event description:
It was reported that the transducers of the cs300 intra-aortic balloon pump (iabp) were out of calibration. It is unknown the circumstances under which the event occurred. However, there was no patient involvement or adverse event reported.